Event description:
It was reported that pump displayed cgm error message during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, did not experience recurring cgm error, and successfully started new sensor session, with no additional issues reported.